Event description:
Patient underwent gi procedure for profuse polyposis. This procedure was planned to remove most / all large polyps in the stomach, small intestine and colon. The event in question relates to an apparent malfunction / damaged endoscopy - cautery - loop which was used to snare and remove a large (approx 6 cm diameter, oval) polyp in the stomach. The snare was used with the fuji gastroscope (not dbe device). The snare was opened in the stomach, the polyp was snared but upon cautery (standard settings 10, effect 3 then 4 then 5) no visible effect (cautery effect) was noted, the polyp had to be removed with forceful traction essentially a cold-snare approach which is contraindicated with this size polyp. Post-polypectomy some bleeding was noted, and the stalk required 'trimming' with hot snare, to ensure hemostasis. An endo-coagulopathy device (boston scientific device) was introduced into the double balloon enteroscope device channel for polyp snare and hemostasis. The device was slightly bent after introduction to the patient's stomach through the enteroscope and began to coil around the polyp. Electrocautery was not functioning through the endo-loop device, and the device could not be removed. The physician had to remove the polyp by a "cold snared" method. The bleeding was minimal and controlled without additional hemastatic methods. This did cause a delay of case and the procedure was not complete for more than 4 hours. Patient tolerated procedure well. Patient discharged same day and no harm noted.